Event description:
The customer reported that a generator failure error message appeared for a brief moment.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate generator/ communication failure errors. He re-attached a loose washer to the mono block collimator base assembly and rotated the c-arm assembly and verified that there was nothing loose. The unit is operating as intended.